Event description:
Four devices (part#cev607, cev1039-5-b, ev649-5b, and cev607-1) were returned to mxi service and repair.

Manufacturer narrative:
Second device of four devices: cev1039-5-b (lot:11/00) - mfg date: november 2000; third device of four: cev649-5b (lot#121010)-mfg date: october 2012; fourth device of four devices: cev607-1 (lot#10/02)-mfg date: october 2002. The device (part#cev607) was evaluated and in the blades were blunt. The black plastic skirt was heavily damaged. The blades were blunt and need to be sharpened. The black plastic skirt was very likely damaged resulting from collisions or excessive duress during trocar removal. Mxi recommended the customer that to use microfrance trocars. Cev1039-5-b, cev649-5b, and cev607-1 were evaluated and no problems were observed. Instruments were in accordance with the MFR's specs. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).